Manufacturer narrative:
Additional information of hospitalization details has been received which was not included with the initial report. The information has been included with this report. The information provided that the case severity with the initial report was incorrect. The correct information has been included with this report. The information provided of concomitant product was not available with the initial report. The correct information has been included with this report. (B)(4).

Event description:
It was reported that the customer was admitted into the hospital due to hyperglycemia on october 5, 2019 with blood glucose level of 584 mg/dl. The customer stated that insulin pump was not working and there was leak in the reservoir compartment. The case severity has been changed from malfunction to serious injury.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. Device primed properly. Device programmed with bolus deliveries with the test reservoir, including the test infusion set inside the reservoir compartment and the liquid exited properly through the test infusion set noted. Device received with normal operating currents. Device monitored for several hours and no blank display noted. The battery tube connector plugged in properly to electrical board during visual inspection. Device received with missing display window cover, scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was not working and noticed the insulin was just going out or leaked in the reservoir compartment. The customer¿s blood glucose was 220 mg/dl. Troubleshooting was done for reservoir and tubing process. Customer reported that they still in the hospital but the reason of hospitalization was not provided. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. Customer was advised to place the insulin pump in storage mode, removed battery, pressed and hold the back button until the screen turns off. The insulin pump will be returned for analysis.